Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with dexcom g7 experienced persistent high blood glucose beginning in the morning, confirmed as ¿high¿ on cgm and by glucometer, with frequent urination; the user replaced infusion supplies twice, observed no abnormalities with the ilet or supplies, and administered (B)(4) units of backup therapy. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.